Event description:
The event was reported as: prior to use, it was noted that the elastic bands were broken. No pt injury or intervention reported.

Manufacturer narrative:
Sample device sent to manufacturing facility for eval. The results of the device eval and investigation are not available at the time of this report.